Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/3.75 flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon ruptured at 8atm during first inflation. The procedure was completed with another of the same device. No patient complications were reported.